Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that there was a crack on the lid of the subject device. There was no reported when the crack had occurred. There was no report regarding patient injury and damage of the endoscopes related to the event. Olympus china could not confirm the reported phenomenon because the lid of the subject device had already been discarded by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the user handling.